Event description:
During a right atrial flutter ablation procedure using a safire ablation catheter, a cardiac tamponade occurred. Ablation was being performed on the cavotricuspid isthmus with a safire ablation catheter and an audible steam pop was noted. The patient became dyspneic and reduced movement of the cardiac silhouette was noted via fluoroscopy. An echocardiogram revealed a pericardial effusion. The patient was transferred to surgery for a successful repair of the cardiac perforation and was in stable condition. There were no performance issues with any sjm device.